Manufacturer narrative:
Previously filed MDR# 3006575795-2024-01012 is a duplicate of MDR# 3006575795-2024-01019. Refer to 3006575795-2024-01019 for event details. Reference to complaint #: (B)(4).

Manufacturer narrative:
Device return requested. There are previous complaints on this device related to the issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/08/2024, znyo medical received a report from a customer reporting that the pump was alarming occlusion. No patient injured/harm reported.